Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: carto 3 system, model # m-4800-01, s/n: (B)(4); soundstar eco catheter, model # m-5723-17, s/n unknown; ez steer coronary sinus catheter, model # d-1263-07-s, lot # 17624820m; st. Jude medical sl1 8fr sheath, lot number unknown. (B)(4).

Event description:
It was reported that a male patient, in his late 50s, underwent an ablation procedure for ischemic ventricular tachycardia (isvt) with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During epicardial access, a tamponade was detected. Pericardiocentesis yielded 600cc. Patient was reported to be in stable condition. Procedure was continued and completed. Patient required an overnight stay in the intensive care unit (ICU). Patient fully recovered. Medical history includes 2 previous vt ablations, one of which was successful. The successful ablation procedure terminated the vt in the epicardial space. Factors cited that may have contributed to the adverse event include the inherent risk of the epicardial access. Physician¿s opinion regarding the cause of the adverse event is that he thought it was related to epicardial access, specifically, puncture of the pericardial sac. It was noted that the event was discovered after use of bwi products had been in the endocardium and during epicardial access. No bwi products were in use during epicardial access. No transseptal puncture was performed. Sheath used was a st. Jude medical sl1 8 french. Generator parameters and settings at the time of injury were not reported. There was no ablation at the site of injury. Irrigated catheter flow setting was not reported, as the irrigated catheter was not in the body at the time of injury. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-400 seconds. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no error messages reported on any bwi equipment during the procedure.